Manufacturer narrative:
As reported, despite the appropriate procedures, the sealant of the 6f-7f mynxgrip vascular closure device (vcd) was not properly deployed. It was exposed out of the skin of the patient. There was no reported patient injury. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle and the procedural sheath was pulled back against the shuttle. The advancer tube and the sealant were not returned with the device. The advancer tube and the sealant were not returned, therefore functional testing could not be performed. Per microscopic analysis, the shaft of the device revealed that the balloon¿s proximal bond taper was damaged/crushed. The location of the damage in the catheter shaft showed signs of wrong angle deployment. Misalignment of the mynx and the introducer sheath, can cause the advancer tube to "pin" the catheter shaft and cause the balloon taper to separate from the proximal shaft. A product history record (phr) review of lot f1924901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant mis-deployment ¿ partial¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as wrong angle deployment, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
Despite the appropriate procedures, the sealant of the 6f-7f mynxgrip vascular closure device (vcd) was not properly deployed; it was exposed out of the skin of the patient. There was no reported patient injury. The device will be returned for analysis.